Event description:
The pt's dose was started at 60.04 mcg/day on (B) (6) 2008. By the end of (B) (6), the pt's dose was 124.91 mcg/day. As the dose was increased, the pt's tone in her bilateral lower extremities decreased. She used a reverse walker, had increased tone in adductors and scissoring. She was able to dress self. By (B) (6) 2009, they started to see fluid over the pump site in the abdomen. Her dose was at 348.1 mcg/day. The pt was sleepy, weak, and couldn't hold her head up. The dose was decreased from 348.1 to 326.1 mcg/day and weakness improved. In (B) (6) 2009, the pt had constipation alternating with incontinence; unable to sense she was having a bowel movement. She had headaches which were worse when she laid down. She had tone in hamstrings and pain in the back of her legs. They accessed the side-port of the pump and got good flow. The pt had fluid over the pump site and catheter site. The pt was able to passively range both lower extremities. In (B) (6) 2009, the pt had an episode where she was tight in the morning, but by mid morning she went flaccid, eyes rolled to back of head, and she would not respond to verbal commands. She was very weak and could not feel her legs. She was taken to the emergency room. She had an eeg and CT to rule out seizure activity. No seizure activity was found. A spiral CT showed the catheter to be subdural. A catheter revision was done (B) (6) 2009; the old catheter was tied off and the new catheter tip was at t1. The pt's dose of 335 mcg/day was decreased to 199.9 mcg/day. In mid (B) (6), the pt had spasms in bilateral lower extremities and some fluid over the pump and catheter site. The headaches had improved. The pt had tightness in hip flexors and decreased ability to control trunk. In (B) (6), her dose was 264 mcg/day. She had decreased ability to control trunk and was tight in her lower extremities. By (B) (6) 2009, her dose was 398.9 mcg/day. She had trunk weakness versus spasticity; a lack of sensation of bowel movements; was unable to crawl/walk/or use walker since revision of catheter. C-curve started in hospital after surgery per mom. The pt was having spasms "abductors 3/5, hamstrings tight l>r". In (B) (6) 2009, the pt was having spasms, tightening, and scoliosis. Based on the results of the CT scan; the pt's options were reported to be spinal revision or catheter in ventricles. The pt was seen by another physician in (B) (6) 2010 who suggested decreasing her baclofen dose to see if curve improves. In mid (B) (6), the pt had an episode of being floppy, sleepy, weak, and unable to hold her head up. The pt had valium 2 mg the night before, but had been on valium for quite some time to help with spasms. As of the end of (B) (6), the pump dose had been gradually decreased from 451.1 to 149.9 mcg/day. The tone and spasticity had increased in her bilateral lower extremities to the point of contractures of the hamstrings. The curvature of her spine has not improved. She had not been able to use her reverse walker, had limited use of a gait trainer, and was now a total lift. Prior to the catheter replacement, she was able to transfer independently, use a reverse walker and a gait trainer and was propelling her own wheelchair. Now she could not control her left leg and was only able to use her right arm to propel the wheelchair. She complained of pain in her lower abdominal area, bilateral legs and back and was not sleeping well because she could not find a comfortable position. There was concern that removal of the entire intrathecal catheter may cause leakage of the csf. It was noted that good control of her spasticity had not been achieved with the baclofen pump since the catheter was changed in (B) (6) of 2009. Add'l info received as of (B) (6) 2010 noted that the pt was started on 2000 mcg/ml lioresal and then switched at some point to 500 mcg/ml; the date of the switch was not reported. The pt's main issue was the scoliosis. The scoliosis was new since the last catheter replacement; it happened within hours of the catheter replacement. Changes in dose had not helped the scoliosis. They were currently decreasing the dose and were eventually going to put saline in the pump. The pt also continued to have spasticity, pain, decreased sensation of her bowel movements, and was very limited in her mobility. Add'l info has been requested, a follow-up reported will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).